Event description:
It was reported that during a surgery when used the ultra fast-fix, successfully stripped off t1, but failed to strip off t2. No patient injury reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device received. The product was used for a ¿meniscus repair¿ procedure. The complaint reads: ¿the ultra fast-fix, successfully stripped off t1, but failed to strip off t2¿. Visual inspection shows there are 2 different lot numbers on labels returned. The chart stick label lot # matches the complaint. The tyvek pouch label lot # is from another 72201491 device lot. The blue protective split cannula was not returned. The depth limiter was returned attached and trimmed. T1 was not returned. T2 and partial suture were returned but separated from the needle track. There is surgical matter covering t2 which indicated use. There was a second suture returned but t¿s had been removed. The device is in good condition. The actuator and advancement lever were returned fully advanced. Functional test determined there was no mechanical issue found. The position of the actuator indicates that both t¿s had been positioned for the user to manually strip off. No root cause related to the manufacture of the device was established.